Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a bipap device's sound abatement foam became degraded. There was no report of patient harm or injury. The reporter also alleged black particles coming out of the device while running. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of thermal damage or failure. The manufacturer visually inspected the device internally and found no evidence of thermal damage. The manufacturer did observe evidence of dirt/dust contamination and foam material present in the remstar. The manufacturer found there is dirt/dust on the inside surfaces (top side of the pca and outer top portion of the blower cap). Also found the sound abatement foam material is missing in the bottom inside of the enclosure and was in the blower motor/box. The air path of the device was compromised and the contaminate would have been throughout the devices air path. The device's event logs were downloaded and reviewed. The manufacturer found to contain 0 error codes. The manufacturer verified the units do power-up, provide flow. Also observe blower motor noise. The manufacturer concludes there was evidence of sound abatement foam degradation. Also found contaminants throughout the devices air path which indicates the source of the contaminants is external to the device. On the previously submitted report, section d9 had incorrect date, which was updated/corrected in this report.